Event description:
It was reported that a user experienced a nocturnal low glucose event, describing a hypoglycemic episode during the night while using the ilet system, with the cause unclear and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impact. Investigation included an attempted follow-up call to obtain additional information. Investigation of this case revealed that root cause could not be determined due to insufficient information and no reported device alarms or specific device component issues. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.